Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with pre-op diagnosis: l5-s1 grade 1 to 2 spondylolisthesis with severe bilateral neural foraminal narrowing and bilateral l5 pars fractures. Procedure performed: 1. Arthrodesis of l5-s1. 2. Right l5-s1 lumbar laminectomy, removal of pars fracture, discectomy, and foraminectomy of s1 and l5 nerve roots. 3. Left l5-s1 lumbar laminectomy, removal of pars fracture and foraminectomy of s1 and l5 nerve roots. 4. Minimally invasive approach, 6x22 on the right and 7x22 on the left. 5. On q marcaine pump placement. 6. Marcaine subcutaneous injection for pain. 7. Harvest of morcellised bone, same spinal incision. 9. Placement of rhbmp-2/acs bone morphogenic protein. Per-op notes: there was a l5 pars fracture with complete fracture through the l5 region. This was all removed. We identified the thecal sac and the s1 nerve root, and we did a foraminectomy over the s1 nerve root. The l5 vertebral body was significantly subluxed anteriorly with respect to the s1 vertebral body. We found that the ligamentum flavum and medial facet was tightly grown around the thecal sac and the s1 and l5 nerve roots. We continued to remove the medial aspect of the facet and identified the l5 nerve roots. There was some disk herniation underneath the l5 nerve root. This was incised and removed. We continued to do a complete foraminectomy over the l5 nerve root. It was very tightly compressed by the disk and facet hypertrophy and abutted up against the superior endplate of the s1 vertebral body. We removed the ligament and boneand disk around the s1 nerve root until it went out freelyinto the soft tissue. We placed an osteotome in the disk space at the l5-s1 level. The surgoen decorticated the posterolateral aspect of the spine along the transverse process of l5 down to the sacrum along the pedicles and along the posterolateral aspect of the spine. We placed some fat which was harvested from the interlaminar space back over the epidural space around the thecal sac and nerve roots. We placed rhbmp-2/acs bone morphogenic protein, sponges, packed with the patient's own morcellised bone. We placed optium bone putty mixed with patients own bone chips from the harvest of the bone along the posterolateral as pect of the spine. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.